Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / severe pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, uterine bleeding, anaemia postoperative, intra-abdominal hematoma, gravida ii and parity 2. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), fibromyalgia ("fibromyalgia"), migraine ("migraine headaches") and arthralgia ("joint pain"). The patient was treated with surgery (vaginal hysterectomy with right salpingo-oophorectomy.and cervix). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the abdominal pain, pelvic discomfort, menorrhagia, fibromyalgia, migraine and arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, fibromyalgia, menorrhagia, migraine and pelvic discomfort to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2003. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / severe pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, uterine bleeding, anaemia postoperative, intra-abdominal hematoma, gravida ii and parity 2. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), fibromyalgia ("fibromyalgia"), migraine ("migraine headaches") and arthralgia ("joint pain"). The patient was treated with surgery (vaginal hysterectomy with right salpingo-oophorectomy.and cervix). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the abdominal pain, pelvic discomfort, menorrhagia, fibromyalgia, migraine and arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, fibromyalgia, menorrhagia, migraine and pelvic discomfort to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2003, (B)(6) 2003. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information and patient's medical history was added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe pain") in an adult female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), fibromyalgia ("fibromyalgia"), migraine ("migraine headaches") and arthralgia ("joint pain"). The patient was treated with laparoscopic hysterectomy to remove her essure coils, uterus, and cervix in (B)(6) 2007. Essure (ess205) was withdrawn. At the time of the report, the abdominal pain, pelvic discomfort, menorrhagia, fibromyalgia, migraine and arthralgia had not resolved. The reporter considered abdominal pain, pelvic discomfort, menorrhagia, fibromyalgia, migraine and arthralgia to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. This event is anticipated in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident intervention was required (laparoscopic hysterectomy to remove her essure coils, uterus, and cervix) other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. This event is anticipated in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident intervention was required (laparoscopic hysterectomy to remove her essure coils, uterus, and cervix) other nonserious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No active follow-up is allowed and further information is expected only through litigation process.